Event description:
Customer reportedly received results of 338 mg/dl and 159 mg/dl within 10 minutes on the active s system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, the test stirps are not available; replacement was sent.